Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that after the customer delivered a correction bolus for blood glucose (bg) of 264 mg/dl, bg level did not lower. Customer delivered additional boluses and subsequently, bg lowered (49 mg/dl). Customer intermittently lost consciousness for 15-20 seconds for each episode (7 times). Customer's parent assisted by providing customer with soda to consume to address low bg which was reported to be routine. As tandem technical support was not contacted at the time of the event, recommendation was made for customer to consult with healthcare provider.